Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the location of the aneurysm was bouthillier et al. Classification: clinoid (c5). There were no problems with the delivery wire. There were no abnormalities observed in the concomitant catheter. The date of event/defect occurrence was corrected to 2025-jan-22. The cause of the failure to open was not determined. The pipeline had been placed in a vessel bend when it failed to open.

Event description:
Medtronic received a report that the distal tip of the pipeline failed to deploy and was frayed. The patient was undergoing treatment for an unruptured, saccular aneurysm located on the right side. The max diameter was 20mm, and the neck diameter was 10mm. The landing zone was 9mm distal and 10mm proximal. The vessel tortuosity was strong. It was reported that the distal of the pipeline stent did not deploy. Although they attempted to changed the deployment position, resheathed, and utilized a distal access catheter, they were unable to deploy the distal end. Because the vascular course was highly tortuous, a generally difficulty to deploy maximum size 5 mm diameter was used, so it was possible that the tip was broken due to environmental factors or during the operation rather than a problem with the device. The device was removed from the patient and replaced. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.